Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis exhibited normal device characteristics.

Event description:
It was reported that during implant, the physician had difficulty inserting leads into the atrial and ventricular ports. The pulse generator was not implanted and a new device was used.